Manufacturer narrative:
H10: joonho cho, byung hoon yoo, jihwan park, yun hee lim, in-jung jun, kye-min kim (2023). Secondary migration of a pre-existing central venous catheter due to a swan-ganz catheter insertion - a case report. Anesthesia and pain medicine, 18(1):46-50. Doi: 10.17085/apm.22212. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported migration issue as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the case report of "anesthesia & pain medicine" titled, "secondary migration of a pre-existing central venous catheter due to a swan-ganz catheter insertion - a case report", that sometime later post central venous catheter placement procedure, the catheter was migrated due to swan-ganz catheter placement. It was further reported that the surgeon manually attempted to reposition the catheter but it was not successful. Reportedly, one day after the swan-ganz catheter placement, a guidewire was inserted and repositioned the catheter to tip in the right atrium. There was no reported patient injury.